Event description:
A surgeon reported that navigation system jumped between register/navigate interface in a biopsy procedure. It was a complex biopsy of a tumor close to the brainstem approximately 8 cm from the entry point. The surgery was canceled and rescheduled. There was no reported harm to the patient. The surgeon did not feel confident with use of the system which is why they contacted a medtronic rep to support the rescheduled surgery. During the rescheduled surgery it was reported that the surgeon was not aware that the biopsy needle is not navigated outside target. The onsite rep provided instructions and covered the biopsy case which was successful.

Manufacturer narrative:
A medtronic representative went to the site to cover the rescheduled surgery and ensure that the equipment was functioning. The surgeon was not aware that the biopsy needle was not navigated outside target. The rep provided troubleshooting instructions to the surgeon and showed the surgeon how to navigate the biopsy needle. There were no further issues.